Event description:
It was reported that a homechoice device experienced a leak at the patient line. The patient was not connected at the time of the event. The patient stated that they uncapped the patient line and fluid leaked out of the line before they connected. The technical service representative assisted the patient with ending therapy and reviewed proper procedures with the patient. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.